Event description:
It was reported that the pump was restarted after the perfusionist pressed the pump off on the heartmate touch. The log file was sent for review. The log file captured low flow and low speed advisory alarms on (B)(6) 2025 at 06:04. The set speed was set at 4500 revolutions per minute (rpm) while the low speed was at 4700rpm which triggered the low-speed advisory alarms. There were multiple set speed changes from 06:04 to 06:51. The intentional pump stop was activated at 06:19 which caused left ventricular assist device (lvad) off alarms and other alarms associated with previous alarms. The pump restarted at 06:21 with the set speed of 4000rpm and low speed of 4700rpm, which again, triggered low speed advisory alarms. All parameters normalized at 06:52 with set speed 5200rpm and with low-speed at 4700rpm. There were no other notable alarm conditions or parameter changes. Based on the log file the mechanical circulatory system (mcs) equipment was operating as intended electronically and mechanically. It was later reported that the patient was back in operating room (or) at time of the pump stop commands being activated. The perfusionist stated that the pump did not stop when the button was initially pressed. It was not stated if the perfusionist selected the confirmatory button after pressing pump off from the clinical view.

Manufacturer narrative:
Section d4: device lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of the pump not immediately stopping when the stop pump command was pressed was unable to be confirmed. Review of the log files revealed on (B)(6) 2025, an intentional pump stop was captured, consistent with the pump stop button on the heartmate touch being pressed then confirmed to stop the pump. Less than a minute later, the pump restarted due to the silence alarm button being pressed on the system controller. Approximately 10 seconds later, another intentional pump stop was observed. Approximately 2 minutes later, the pump was restarted. The system operated at the set speed without issue for the remainder of the log file. The heartmate touch (serial number: unknown) was not returned for analysis. Provided information stated that the patient was in the operating room at the time of the pump stop commands. It was unknown if the perfusionist who initiated the stop pump command selected the confirmatory stop pump button in the heartmate touch¿s clinical view. No additional procedural details regarding the intraoperative event were available. The root cause of the reported event was unable to be conclusively determined through this analysis. The heartmate 3 left ventricular assist system (lvas) instructions for use explain how to use the stop pump feature on the heartmate touch. Tap stop pump to turn off the pump. A stop pump confirmation message appears. The pump will remain running until the command is confirmed on the next screen. Tap stop pump to confirm. A progress bar appears, and the pump will stop within a few seconds. The pump off alarm appears a few seconds after you tap stop pump. If you tap start pump while the stop pump progress bar is displayed, the pump will restart and return to the previously set mode and speed. After the pump stop completes, start pump appears and the pump may be restarted. Device history records could not be reviewed due to the serial number of the heartmate touch being unknown. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU section 4 entitled ¿heartmate touch communication system¿ ¿ subsection entitled ¿stop pump¿, explains how to use the stop pump feature. Tap stop pump to turn off the pump. A stop pump confirmation message appears. The pump will remain running until the command is confirmed on the next screen. If you tap cancel, the pump remains running at the previously set mode and speed. Tap stop pump to confirm. A progress bar appears, and the pump will stop within a few seconds. The pump off alarm appears a few seconds after you tap stop pump. This action is accompanied by a continuous audible alarm, unless extended silence is on. Active audio alarms cannot be silenced using the heartmate touch¿ app while the pump is in the process of stopping. If you tap start pump while the stop pump progress bar is displayed, the pump will restart and return to the previously set mode and speed. After the pump stop completes, start pump appears and the pump may be restarted. This section instructs that if the backup battery is installed in the system controller, pressing the system controller alarm silence button will restart the pump. Silence audio alarms using the heartmate touch app instead. Heartmate 3 instructions for use (IFU) chapter 4 ¿heartmate touch communication system¿ and the heartmate touch communication system quick start guide under ¿how to use the heartmate touch communication system¿ explain the operation of the heartmate touch system, including how to set up the system and connect the tablet to the wireless adapter and system controller and how to use the heartmate touch app. These documents also warn that the heartmate touch system may be interfered with by other equipment, even if that other equipment complies with cispr emission requirements. Heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 IFU, under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible) the actions to take when the alarms occur. Heartmate 3 IFU chapter 7 ¿alarms and troubleshooting¿ and the heartmate touch communication system quick start guide under ¿troubleshooting guide¿ provide troubleshooting steps to resolve issues related to the heartmate touch. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.